Manufacturer narrative:
Device evaluation summary: device returned for evaluation. The stent was positioned on the balloon however the stent appeared to have displaced distally and was positioned over the distal markerband, but due to proximal and distal stent deformation, the stent did not meet visual acceptance specification. Deformation was evident to the distal stent wraps with struts raised, bunched, and overlapping. Deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure it was intended to use resolute integrity device to treat a moderately tortuous, moderately calcified lesion in the proximal left anterior descending artery (lad). No damage was noted to the packaging. Negative prep was performed with no issues noted. The lesion was pre-dilated. It was reported that the device failed to cross the lesion. The procedure was completed using another medtronic stent. It is believed that the event was due to the use of the device in a difficult lesion morphology/anatomy, the event was procedural related and not device related. The patient is alive with no injury.